Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the mid right coronary artery (rca) with heavy calcification, heavy tortuosity and 90% stenosis. The 2.8x19 mm graftmaster covered stent failed to cross the lesion due to the anatomy. An unspecified device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.